Event description:
It was reported that a patient presented with dislodgement of the lead, which was confirmed by imaging. High capture thresholds were noted as a result. The lead was capped and replaced on (B)(6) 2025. No adverse patient consequences were reported.